Manufacturer narrative:
The technician found the high resistance at the power cord. He replaced the power cord and tightened the ground connections to repair the bed.

Event description:
Information received indicates the bed has a high ground resistance reading over .5 ohms.